Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was leak when the reservoir was removed from the device. Device alarmed a no delivery alarm. Customer's blood glucose was 300 mg/dl, 600 mg/dl. Customer treated her high blood glucose with an insulin injection and blood glucose dropped to 50 mg/dl. Customer treated low blood glucose with food and blood glucose increased to 111 mg/dl. After troubleshooting, customer will not be returning the device for analysis.